Event description:
Information received from the field does not address the patient's clinical status but notes that post-operatively, noise was observed on the atrial iegm, sometimes resulting in mode switching. The patient was returned to surgery. The physician disconnected the atrial lead and placed it in the ventricular port where the same noise was observed. No noise was seen with the ventricular lead in the atrial port. Therefore, a new atrial lead was placed.